Event description:
Our (B)(4) affiliate reports a pt who wore acuvue advance contact lenses and 1-day trueye narafilcon-a contact lenses (narafilcon-a is not marketed in the us) was treated for iritis and a central corneal opacity. The pt was seen at an eye clinic on (B)(6)2010 for a red eye and other symptoms which were not provided. The pt was diagnosed with iritis, keratitis and injection and was prescribed cravit and sanbetason eye drops as an infection was suspected. The pt went to a (B)(6) hospital and was treated with a steroid and continued to see the ecp at the clinic where the pt was initially treated. The symptoms are reportedly improving, but the pt still had a corneal opacity at the time we gathered this info. No additional info regarding this event is available at this time. We will continue to try to obtain additional info. Since the pt was not sure if an acuvue advance contact lens or a 1-day acuvue trueye lens was worn at the time of the event, we requested product for evaluation and a lot history review performed for each lot. The results are as follows: 1-day acuvue trueye lot 5208610101 [exp date 01/01/2014; device mfg date 01/2010]. Fourteen sealed blisters were returned. The parameters of the lenses were measured and a visual inspection was performed. The lenses met company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Acuvue advance lot l001814 [exp date 10/01/2015; device mfg date 10/2009]. One sealed blister was returned. One lens was received in a lens case. The parameters of the lens were measured and a visual inspection was performed. The lens met company standards for base curve, center thickness, and diameter. The lens had a surface tear. There was not enough solution to measure ph and conductivity. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.

Manufacturer narrative:
One-day acuvue trueye: PMA# k073485. Labeled for single use. Acuvue advance: PMA# k032340. Labeled for reuse.